Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was damage to the helium reservoir assembly check valve because the back cover of the rescue unit was smashed inwards. To remediate this issues , fse replaced the helium reservoir assembly and straightened the back cover. The unit passed all functional, safety, calibration, and factory specification checks the failure analysis and testing dept. Performed a visual inspection and observed that the check valve was bent. A bent check valve would cause a helium leak. Probable root cause was the unit was smashed into some object causing damage to the check valve. Retaining the helium reservoir in the fat dept. Per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation type, investigation conclusion).

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had a helium leak. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. Corrected field: e1 (event site name). Due to characterization limit e1: event site name: (B)(6) hospital. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was damage to the helium reservoir assembly check valve because the back cover of the rescue unit was smashed inwards. To remediate this issues , fse replaced the helium reservoir assembly and straightened the back cover. The unit passed all functional, safety, calibration, and factory specification checks.

Event description:
N/a.